Event description:
Reporter alleges nipples always numb, swelling of hands and knees, chills, disequilibrium, memory loss, dry mucus membranes, dry skin, sensitivity to sun, weight gain, easy bruising and "cd". Reporter also alleges the pt's implants have ruptured.